Event description:
Procedure: lap chole. Reportedly, a surgeon felt some difficulty in inserting a surgical instrument through the trocar. After that, seal broke and fell into the patient cavity. It was retrieved immediately. There was no patient injury reported.